Event description:
It was reported difficulty was encountered removing this balloon catheter through the introducer sheath during an angioplasty procedure of a dialysis graft. Exertion against resistance resulted in the balloon material detaching and remaining in the introducer sheath. The introducer sheath and detached balloon material wre removed from the patient successfully as a unit. Another balloon was used to successfully complete the procedure and the patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropirate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. User technique and or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.